Event description:
A customer reported that the charging port of their device was damaged and often failed to charge unless held in place. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.